Event description:
One device was returned for repair with complaint that the device has a damaged battery compartment, a missing battery stabilizer, a missing battery door, and corroded compartment contacts. Analysis found a faulty upstream occlusion (uso) sensor. A faulty uso sensor is a reportable malfunction that could impact therapy and cause an interruption. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint that the device has a damaged battery compartment, a missing battery stabilizer, a missing battery door, and corroded compartment contacts. Review of event log found nothing related to the complaint and there was no 12-month service history. Visual/functional testing was performed. Analysis found a delaminated upstream occlusion (uso) seal and a faulty upstream occlusion (uso) sensor. A faulty uso sensor is a reportable malfunction that could impact therapy and cause an interruption in therapy. The uso seal and sensor were replaced. Device passed testing post repair.